Manufacturer narrative:
On (B)(4) 2018, we confirmed that this complaint event was duplicated in our system. Please note that all relevant information for this complaint was captured and submitted under mfg report #2249723-2018-01230.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had generated "false alarms". No adverse event was reported. Please refer to medwatch #2249723-2017-00533 for information on this complaint event.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had generated "false alarms". No adverse event was reported.